Event description:
Device issue: shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that after two pre-dilatations with a 2.0 mm and 2.5 mm balloon dilatation catheter and introduction of a second guide wire for extra support, the 2.75 x 23 mm promus stent could not advance to the long lesion in the third medium of the descending artery, and the stent delivery system (sds) catheter body kinked. The 2.5 x 18 mm promus stent could not be advanced and the sds shaft separated outside the pt. Two non-abbott stents were advanced without difficulties and were successfully deployed at the local lesion. No additional event or pt info is available. This is being filed based on the analysis of the returned device, which revealed a separated proximal shaft. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). The promus 2.5 x 18 mm (part # 1009527-18b, lot # 9061541) is being filed under a separate medwatch MFR number. Eval summary: the stent delivery system (sds) was returned with the stent implant stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube and jacket were separated distal to the strain relief tubing. The fractured faces were ovaled as if the hypotube was kinked prior to separating. The jacket was jagged and stretched at the separation. There was a kink in the hypotube distal to the separation and multiple kinks in the hypotube distal to the strain relief tubing. There were no kinks or damages noted to the tip or inner member. There was no other damage noted to the sds. The tip length was measured and met mfg criteria. A snap gauge was used to measure the outer diameters of the stent implant and met mfg criteria. Failure to advance can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. Based on the reported information that the lesion was pre-dilated twice and multiple products failed to cross the lesion, it is possible that the anatomy was difficult (tortuous and/or calcified) contributing to the reported failure to advance. However, the pt anatomical morphology was not reported. Analysis of the returned product noted blood in the guide wire lumen. The stent implant was stationary on the balloon between the markers and tightly-folded, which is consistent with the reported use that the sds was inserted in the anatomy but not inflated. The stent implant had no noted damage and the outer diameter met mfg specifications. There were no kinks or damages noted to the tip or inner member, and the tip length met mfg specification. The analysis of the returned product did not reveal any product quality deficiency which may have contributed to the reported failure to advance. The reported failure to advance appears to be related to operational context. Analysis of the returned product revealed that the proximal shaft (hypotube) was detached, which was not originally reported. However, the fractured faces were ovaled as if the hypotube was kinked prior to separating, and the jacket was jagged and stretched at the separation the hypotube was also kinked near the separation and 16 cm distal to the strain relief tubing. There were no reported shaft kinks or bends prior to use. The other promus sds reportedly kinked during advancement. It is likely that this sds kinked, perhaps multiple times, due to the difficulty advancing through the anatomy. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause complete detachment. Handling during packing/shipment for return may also contribute to the noted kinks. The 2.75 x 23 mm promus sds shaft detached, the sds was likely able to be removed after failing to advance and becoming kinked, but additional handling during packing/shipment for return contributed to the noted shaft detachment. During mfg, all sds are 100% visually inspected for shaft kinks, and a sampling of units is destructively tested to verify lumen integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. The noted shaft detachment and shaft kinks appear to be related to the operational context of the product and there does not appear to be any indication of a product quality deficiency. All stent delivery systems are 100% visually inspected for shaft damage and kinks during the mfg process. Additionally, a sampling of units is destructively tested to verify lumen integrity.